Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappears, which the customer acknowledged and understood.